Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received with all components present. The distal tip of the device is broken as the drive feature has completely broken off. There are surface scratches along the sleeve component of the device. The sleeve marker is discolored, the anodization has lightened. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The complaint was confirmed for the received xpdm quick-con si poly scwdrvr as the distal tip of the device was broken. The drive feature was completely broken off. Although no definitive root-cause can be determined, it is possible that the device experienced unintended forces during use. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the surgeon was doing a posterior spine revision on a patient with non-depuy spine hardware. Surgeon removed the l4-s1 hardware then placed expedium 5.5mm rod implants from l2-s1. During placement of the left l4 screw, the expedium driver tip broke off in the screw. Surgeon then removed the screw with the broken driver tip and replaced the screw with another of the same size. Procedure was successfully completed with a five (5) minute delay. There was no patient harm/consequence. This report is for an expedium poly screwdriver. This is report 1 of 1 for (B)(4).